Event description:
It was reported the device was used during a laparoscopically assisted vaginal hysterectomy. It was reported upon opening the instrument out of the sterile pack, the instrument would not lock closed. After several tries, it closed. On first firing, the staples did not form in the center, and there was bleeding. Surgeon used clip applier and cautery to control the bleeding. Another instrument was opened to complete the case. There was no consequence to the pt.